Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: per the customer, the device alarmed "patient disconnect" during ventilation with no reported physical disconnect from the device. The customer is sending the device for depot service to verify the device is ready for patient use. No harm recorded. - no health consequences or impact - from complaint form: "the patient was taken off the ventilator and ventilated using bvett".